Manufacturer narrative:
MDR 3003442380-2024-01382 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced a kinked in infusion set cannula. The events occurred within 3 hours of insertion. The insertion site was at abdomen. The patient blood glucose level was reported as 23.3mmol/l. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.